Manufacturer narrative:
The customer performed troubleshooting of the architect i1000sr analyzer, which included replacing both the arc, probe and arc tubing probe. Replacement of the arc, probe and arc tubing probe resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent false elevated stat troponin-I results reported for (B)(6) . A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe and arc tubing probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr analyzer for serial (B)(6) or the arc, probe and arc tubing probe was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0.03-0.19 ng/ml, critical range >0.19 ng/ml): initial result = 0.045 ng/ml, repeat result = 0.68 ng/ml, repeat result with new lot = 0.047 ng/ml no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0.03-0.19 ng/ml, critical range >0.19 ng/ml): initial result = 0.045 ng/ml, repeat result = 0.68 ng/ml, repeat result with new lot = 0.047 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.